Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Hardware low level failure confirmed in pump history with variable due to broken trace at on keypad assembly.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure for twice after self test. Customer¿s blood glucose was unknown. Customer was able to rewind the insulin pump and fill cannula was recorded in daily history. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.